Event description:
It was reported to boston scientific corporation that a solyx was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; anal pain; painful intercourse; offensive vaginal discharge; recurrent incontinence. Nonsurgical treatments: on (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): prp, ovestin cream, alprim. Treatment duration: 1 hour. On (B)(6) 2018 the patient commenced injections (not associated with surgical treatment): alprim for the treatment of: restoring the vaginal mucosa over the mesh and treating dyspareunia. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: restoring the vaginal mucosa. Treatment duration: 30 min.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.